Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in inappropriate shocks. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.